Event description:
It was reported that prior to a tips treatment procedure, it was noted that the length of the delivery device of the wallstent was different than what was stated on the package label. The package label stated that the delivery device was 135 cm long. When the wallstent was removed from the package it was noted that the length of the delivery device was 75 cm. The physician inserted a longer wire to deliver the device and the procedure was successfully completed using this wallstent. No patient injury or complications were reported.